Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A baxter hcsr (home care service rep) contacted corporate product surveillance on (B)(4) 2010 to report, a home patient (hp) found a hole in her drain line of the ultra set disposable disconnect y-set (5c4366p) lot # h10g31040. Hp already contacted her dialysis unit and her doctor and antibiotics was called in for her. No other information was available. The home patient was contacted on (B)(6) 2010. The home patient stated that they have already discarded the sample. A batch review will be performed on the provided lot number.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported condition was not confirmed due to lack of sample. A review of all batch record documents was performed with no issues noted during the manufacturing process. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.